Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, there was excessive resistance while advancing the thumb advancer. The clip delivery tube had damaged the green sheath outside of the tissue tract (carving). The safety release mechanism was used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not performed. The instructions for use states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel site, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissections. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up reported will be submitted with all additional relevant information. Device (B)(4): failure to follow steps. Femoral angiogram was not performed. The instructions for use states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel site, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection.